Event description:
The patient was in a chair on post-op day 2 after cardiac surgery. The bedside monitor alarmed that patient's heart rhythm had become asystolic. The external pacemaker was located next to the patient and it was noticed that the battery drawer was open. This was closed and the emergency button on the pacemaker was pressed. Patient's rhythm returned and blood pressure was normal. The pacemaker was replaced with another of the same kind.subsequent to this, it was noticed that there is enough friction in the drawer and latch mechanism that the drawer could be shut and stay closed without being latched. It was, however, very easily opened causing a battery disconnect. This friction condition may develop over time because closing the door of a new unit (and the same unit with a new battery drawer) with roughly the same force resulted in the drawer being properly latched.